Event description:
It was reported an internal component was emitting sparks. Inspection of the unit revealed a terminal connecting a thermostat to the heater wire had broken. The condition of the unit suggested that the unit had been folded and compressed during use, bending and breaking several other non-electric components as well. We concluded that this report was attributable to misuse on the part of the consumer.